Event description:
It was reported to olympus, that the endoeye flex deflectable videoscope had a leak. Inspection and testing of the returned device found that no image was displayed, an e216 scope communication error occurred and a b30 scope communication error occurred due to damage to the charge coupled device unit. It was also noted that there was no identification data due to damage to the printed circuit board. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that water tightness was lost due to a pinhole on the bending section rubber. It was also noted that the adhesive on the bending section rubber had a chip and the label on the light guide connector was peeled. The video connector was also deformed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: it is presumed that the phenomenon may have occurred due to failure of the image sensor unit, a defect of the circuit board in the video connector, or a defect of the system side. However, a definitive root cause of the error could not be identified. This issue is addressed in the instructions for use (IFU): not available as there was no information to determine that the defects were caused by the user¿s misuse. Olympus will continue to monitor the field performance of this device.